Event description:
It is reported that during surgery, the head of the screw broke off. The fractured portion remains implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
There was no harm or injury to the patient reported. There were attempts to obtain additional information to no avail. The shaft of the screw was left in the patient while the fractured head was removed. Upon conducting a complaint history search, this is the only complaint for the product lot number involved. Sem analysis was performed on the fractured surface of the returned portion of the screw. The sem analysis did not find any voids, inclusions, or other anomalies that might have contributed to the fracture. The fracture pattern was consistent with a torque overload condition and it indicated that the overload happened in the tightening (clockwise) direction. The screw fractured due to a torque overload while implanting the screw, but the cause of the overload cannot be determined. This product will be monitored for any adverse complaint trends. A technical evaluation confirmed that all measurements taken were within specification. Due to the fracture only one measurement could be taken. The product was returned fractured; the screw head was returned while the shaft was left in the patient. The screw was fractured along the first thread closest to the head of the screw. Eds analysis determined the elemental composition was consistent with the print specifications. The device history records were reviewed for this lot, which the part originated from, and found conforming to the requirements at the time of manufacture. The device is used for treatment.